Event description:
The customer reported the device provided high spo2 readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter phone # is entered as "0000000000" as it exceeded the maximum allowable characters. Initial reported phone # is: (B)(6).

Manufacturer narrative:
Returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  , other, other text: initial reporter phone # is entered as "0000000000" as it exceeded the maximum allowable characters. Initial reported phone # is: (B)(6).

Event description:
The customer reported the device provided high spo2 readings. No consequences or impact to patient were reported.